Event description:
It was reported to philips that, the system displays an error message indicating only low-level fluoroscopy was available, impacting imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence, and the diagnostic procedure was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system displayed low load fluoroscopy error message. The remote alert and review of system log files indicates that clm flow switch opened. The philips field service engineer (fse) visited onsite and identified that there was an issue with frontal stand x-ray tube cooling unit because it was not started properly. To resolve the issue, fse reset the frontal stand cooling unit. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.